Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the cardiohelp touchscreen does not work and displayed the error message: ¿touch selftest failed¿ during treatment. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that touchscreen disabled itself during patient therapy. At the start of the ECMO the touchscreen was working just fine. After a while it was getting slower and then it stuck at a alarm window with the error message: ¿touch selftest failed¿. The cardiohelp (ch) was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair. The ch user interface hardware update set was replaced. The fst performed safety, calibration, and functionality checks to factory specifications and all function tests passed. Thus the root cause for the disabled touchscreen is the defective user interface. The touch selftest is a result of this defective user interface. The device was manufactured in 2014 and age related aspects can be considered as a most probable root cause. Further, according to the risk file v24 of the cardiohelp the following root causes can linked to the reported failure: defective display: no display function, no touch function, lost touch calibration. The failure "touch panel is not responding" has been previously acknowledged and actions have been implemented to avoid the reoccurrence of the issue. The touch panel foil (material#70505.3579_rev.02) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented and is built in cardiohelp units since september, 2019. In regards to the replacement of this part a service bulletin (issue 82 / 2019-09-25) was provided to the sales and service units. The device was manufactured on 2014-11-13. The review of the non-conformities has been performed on 2024-01-25 for the period of 2014-11-13 to 2023-12-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure " touchscreen disabled itself during patient therapy¿ could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.